Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received a minimum fill message after loading 287 units of insulin into the cartridge. There was no reported impact to customer's blood glucose level. Customer loaded a new cartridge onto the pump and resumed insulin delivery.